Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of leakage. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, light guide lens, air/water cylinder and channel had foreign material and the most likely cause was not identified. There was no patient involvement.